Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in pelvic area") in a 24 year-old female patient who had essure inserted (lot no. 774390). Additional non-serious events are detailed below. Product or product use issues identified: expired device used ("essure placed after expiration date" on (B)(6) 2011). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("pain in hips and back area down to right leg"), abdominal pain ("occassional stabbing pain on right side of belly button"), dizziness ("random dizzy spells"), hot flush ("hotflashes"), headache ("headaches everyday") and back pain ("pain in hips and back area down to right leg"). Essure was removed on (B)(6) 2014. The patient was treated with surgery (removal surgery). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, arthralgia, back pain, dizziness, headache, hot flush and pelvic pain to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif). Lot number: 774390, manufacture date: 2010-09, and expiration date: 2013-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in pelvic area") in a 24 year-old female patient who had essure inserted (lot no. 774390). Additional non-serious events are detailed below. Product or product use issues identified: expired device used ("essure placed after expiration date" on (B)(6) 2011). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("pain in hips and back area down to right leg"), abdominal pain ("occassional stabbing pain on right side of belly button"), dizziness ("random dizzy spells"), hot flush ("hotflashes"), headache ("headaches everyday") and back pain ("pain in hips and back area down to right leg"). Essure was removed on (B)(6) 2014. The patient was treated with surgery (essure removal via hysterectomy - uterus on (B)(6) 2014). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, arthralgia, back pain, dizziness, headache, hot flush and pelvic pain to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif). Lot number: 774390, manufacture date: 2010-09, and expiration date: 2013-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure removal via hysterectomy - uterus on (B)(6) 2014 added in the non-drug treatment, annex f of international medical device regulators forum updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain in pelvic area") in a 24 year-old female patient who had essure inserted (lot no. 774390). Additional non-serious events are detailed below. Product or product use issues identified: expired device used ("essure placed after expiration date" on 07-sep-2011). The patient had a medical history of genital warts (one outbreak) in 2016, c-section and heavy periods (hanges super plus tampon qi/2 hour-2 hours) in 2004 and adhesion (rectovaginal -, omenta -l and vesicouterine), endometriosis, migraine, seizures, concussion, pain in knee, bipolar affective disorder, drug allergy (voltaren - tylenol-codeine #2 - itching \vicodin - tramadol - percocet : all cause itching), caffeine consumption (over 3 drinks day), tobacco user (1 pk/day, fuses electronic cigarette), alcohol use, gerd, chronic insomnia, chronic depression, chronic anxiety, hot flashes and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("pain in hips and back area down to right leg"), abdominal pain ("occasional stabbing pain on right side of belly button"), dizziness ("random dizzy spells"), hot flush ("hot flashes"), headache ("headaches everyday") and back pain ("pain in hips and back area down to right leg"). Essure was removed on (B)(6)2014. The patient was treated with surgery (essure removal by laparoscopic vaginal hysterectomy, bilateral salpingectomies). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, arthralgia, back pain, dizziness, headache, hot flush and pelvic pain to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: indication: left flank pain [hysterosalpingogram] on (B)(6) 2012: comment/impression: hysterosalpingogram was obtained to assess optimum occlusion of the fallopian. Tubes flowing an essure procedure. The images obtained did show evidence of optimum occlusion of the fallopian tubes [hysteroscopy] on (B)(6) 2011: pre and post operative diagnosis: . Elective permanent. Female sterilization procedure: diagnostic hysterescopy with essure sterilization complications:none findings: upon placement of the hysteroscepe direct visualization the uterine cavity demonstrated normal appearing ostia. These were easily seen. These were easily cannulated with the essure wand and the essure were placed in. The appropriate fashion. Hysteroscopic photos were obtained prior to and after placement. Procedure: each fallopian tube, first the left and then the right were cannulated with the essure introducer to the level of the black bar. They were scrolled back and then the introducer withdrawn until the level of the gold band was seen just outside the ostia. The essure was then released, again scrolling back to draw the wand completely leaving the essure in place. This was performed on both sides. The procedure was terminated [laparoscopy] on (B)(6) 2014: preop diagnosis: chronic pelvic pain, status post essure tubal ligation. Postoperative diagnosis: chronic pelvic pain, status post essure tubal ligation plus endometriosis, rectovaginal adhesions, omental and vesicouterine adhesions. Procedure performed: laparoscopic total hysterectomy with bilateral salpingectomy, removal of endometriosis and scar tissue. Findings: the upper abdomen, liver, stomach and gallbladder are completely normal. On the anterior abdominal wall we see omental adhesions, which will be lysed. The tubes appeared completely normal, and the possibility of essure perforation at this time is not clinically demonstrated. There does appear to be some rigidity of the proximal segments of tubes, but this is normal status post essure. There are no adhesions around the patient's tubes or ovaries [pathology test] on (B)(6) 2014: indication: pelvic pain, dysmenorrhea tissue submitted: (a) soft tissue, uterosacral tissue - (b) uterus with tube(s) and ovary'(s), bilateral tubes gross description: the right fallopian tube has a length of 6 cm and a greatest external diameter of 0.6 cm. Intraluminally within the right fallopian tube is a spring-like device exhibiting surrounding tissue ingrowth. The diameter of this device is approximately 2 millimeters. The distal end displays a silver metallic 3 millimeter finger-like extension from the spring-like device. This appears to be located within the proximal 1.5 cm of the right fallopian tube. This device has an approximate length of 2.3 cm. The left fallopian tube has a length of 7 cm and displays a greatest diameter of 0.7 cm and displays a greatest diameter of 0.7 cm. Dissection of the proximal length of the left fallopian tube displays a similar appearing intraluminal device identical to that on the right. This also appears to be intraluminal and displays soft tissue ingrowth into the spring-like portion of the device. Both devices have similar measurements and are in similar locations. Diagnosis: a. Soft tissue, "uterosacral" - endometriosis. B. Uterus, cervix, bilateral fallopian tubes: cervix - parakeratosis. Endometrium - no pathologic diagnosis. Myometrium - no pathologic diagnosis. Serosa - focal serosal hemorrhage. Fallopian tubes, right and left - both fallopian tubes display giant cell reaction focally in the area of the essure device. Intraluminal medical surgical hardware (essure device) [physical examination] on (B)(6) 2013: pelvic pain: quality: dull, achy consistently but also intermittent sharp, stabbing (mostly on right tow back). Timing: dull and achy constantly, occasional sharp pain x "a couple minutes". Severity : 5/10 on average, 10/10 at worst at right hip . Aggravating factors: sitting and prolonged standing . Associated s/s splayed open":nausea, fatigue also since essure, no dyspareunia other than "hip pain because my legs are relieving factors: certain movement, subsides with laying supine. Review of systems: eyes: occasional blurry vision & visual changes. Musculoskeletal: occasional back & hip pain. Neurological: tingling down her legs mostly on the right. Psychiatric occasional anxiety. Endocrine: can't tolerate extreme heat hemato / lymph: bruises easily [ultrasound scan] on (B)(6) 2012: abdominal and vaginal: clinical history: pelvic pain. History of essure tubal occlusion devices. Findings: to better visualize the uterus transvaginal ultrasound performed. Small bilateral ovarian follicles. Bilateral echogenic occlusion devices are identified within the fallopian tubes, compatible with a known essure device placement impression: essure devices in place with no pelvic masses; on (B)(6) 2012: compare (B)(6) 2012 transvaginal scanning to better delineate uterus/adnexa. History: pelvic pain. Uterus: several sonolucent endocervical areas are seen compatible with nabothian cysts. Each ovary contains sonolucent areas (allowing for technical artifact) likely follicles or small physiologic cysts. Largest is in the right ovary measuring 4.5 om in diameter. Impression: within normal limits. Lot number:774390 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical records via lawyer: medical history, tests added (none reported previously). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain in pelvic area") in a 24 year-old female patient who had essure inserted (lot no. 774390). Additional non-serious events are detailed below. Product or product use issues identified: expired device used ("essure placed after expiration date" on (B)(6) 2011). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required), arthralgia ("pain in hips and back area down to right leg"), abdominal pain ("occasional stabbing pain on right side of belly button"), dizziness ("random dizzy spells"), hot flush ("hot flashes"), headache ("headaches everyday") and back pain ("pain in hips and back area down to right leg"). Essure was removed on (B)(6)2014. The patient was treated with surgery (removal surgery). At the time of the report, none of the events had resolved. The reporter considered abdominal pain, arthralgia, back pain, dizziness, headache, hot flush and pelvic pain to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2012 (as per pif). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Lawyer reporter , product indication, stop date, device removal details, reporter causality comment, action taken with drug added. Event: pelvic pain updated as serious incident. Case upgraded to s3. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.